Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. The 90% stenosed target lesion with a significant bend of less than 90 degrees was located in the moderately tortuous and mildly calcified left anterior descending artery. Following pre-dilatation with a 2.75 x 15mm non-boston scientific (bsc) balloon catheter, a 28 x 3.50mm promus elite drug-eluting stent was advanced and fully deployed at 13 atmospheres. However, a flow limiting distal edge dissection was observed. A 2.25 x 38mm non-bsc stent was then deployed to cover the dissection and the procedure was completed. The patient was stable post-procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).